Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: ventilator shows buzzer defective alarm after self test. It shows intermittently.